Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. The device was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 139 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised insulin squirted out during the load reservoir process. Customer advised they were stuck in load reservoir process and tried to exit the load reservoir process with different infusion sets. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.